Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.75mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. Inflation was performed three times. Initially inflated at 12 atmospheres (atm) for 8 seconds and second inflation was at 14 atm for 10 seconds. However, during third inflation at 16 atm for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.